Event description:
Angiojet solent omni catheter worked initially. Once we began to power pulse, it stopped and gave check saline error. Saline was found in the bottom of the console. Cleaned out and re-trapped catheter and received same error message.